Manufacturer narrative:
(B)(4). No further information is available. If additional information becomes available, a followup report will be submitted.

Event description:
Baxter (B)(4) received a report that leakage was discovered from the crack on the tubing. The set had been used for 90 days. There was no patient injury or medical intervention.